Manufacturer narrative:
Date rec'd by MFR: 05jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The solution through philips is replacement of the cpu. The customer stated the damaged standoff fastener on the db-25 connector wired to the cpu board were repaired. They also repaired the damaged standoffs. The unit successfully passed testing. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part has not been returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported damaged (central processing unit) cpu connectors. The stand-off fasteners on the db-25 connector have been snapped off. It is unknown if the unit was in clinical use at the time the reported issue was discovered.event date not specified, estimate used.